Event description:
The customer alleges that the device was made without the light source. The alleged issue was detected during pre-testing. Patient condition is reported as fine.

Manufacturer narrative:
(B)(4). The sample was returned minus original packaging/shipping materials. It is confirmed that the led light source is missing from the handle. However, it was also noted during the visual investigation that the locking tabs that are associated with the battery compartment end cap had been broken. This condition would allow for the battery holder and the light source to be removed. The light source cannot be removed unless the end cap locking tabs have been broken and the end cap is removed. Functional inspection cannot be performed as light source from the handle is missing. The complaint has been confirmed. With the information provided in the complaint a root cause cannot be established. No corrective/preventative actions will be assigned. The complaint has been confirmed. With the information provided in the complaint a root cause cannot be established. No further action required. No conclusion code available.